Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes some tubes didn't draw enough volume of blood possibly due to a lack of negative pressure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, some tubes didn't draw enough volume of blood possibly due to a lack of negative pressure.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 19-apr-2022. H6: investigation: bd received 3 samples and 5 photos were returned for investigation. The photos and samples were reviewed and the indicated failure mode for underfill was not observed as all samples drew correct volume. Additionally, 20 retention samples from bd inventory, were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes some tubes didn't draw enough volume of blood possibly due to a lack of negative pressure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, some tubes didn't draw enough volume of blood possibly due to a lack of negative pressure.¿